Event description:
During a mitral valve replacement surgery to repair a recurrent case of atrial fibrillation, an intellamap orion catheter was selected for use. It was reported that while mapping the left atrium with the orion catheter, the catheter became stuck when it was brought near the valve ring. When checked using echo and imaging, it seemed that it was not stuck in the mechanical valve, but was stuck between the valve ring and the suture. The patient did not need to undergo additional surgery to remove the catheter. Push-pulling etc. Were performed, but the catheter did not slip off, and under the artificial heart-lung machine, pulling out and extracting were successful. No addiitional patient complications were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a mitral valve replacement surgery to repair a recurrent case of atrial fibrillation, an intellamap orion catheter was selected for use. It was reported that while mapping the left atrium with the orion catheter, the catheter became stuck when it was brought near the valve ring. When checked using echo and imaging, it seemed that it was not stuck in the mechanical valve, but was stuck between the valve ring and the suture. The patient did not need to undergo additional surgery to remove the catheter. Push-pulling etc. Were performed, but the catheter did not slip off, and under the artificial heart-lung machine, pulling out and extracting were successful. No addiitional patient complications were reported.

Manufacturer narrative:
The device was received at boston scientific for analysis. Visual inspection noted a slight kink/bend/deformity at mid shaft. The bend could affect the difficulty to withdraw. Planarity testing was conducted with the basket deployed and undeployed. The reported event was confirmed.